Event description:
It was reported the act button was intermittently responsive. Customer's blood glucose was 189 mg/dl. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Anomaly occurred during normal use. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.